Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the probe unit pink rubber had a deep cut. The ultrasound image contained six broken elements and the camera switch #1 had a cut. The scope connector was found a loose back cover and the ultrasound cord had a scratch. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the cord was loose fitting at the light source on a gastrovideoscope. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (loose endoscope connector) likely occurred due to external force that was applied to the connector and the part became loose. In addition, during the device evaluation, a deep cut was found on the distal end, which was also likely caused by external force. A review of the instructions for use, the following description was confirmed: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.